Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported false positive results on the alinity m resp-4-plex assay. A total of nine samples generated positive results when run initially on the alinity m resp-4-plex assay, but when repeated on panther generated negative results. The samples were part of their patient samples and were not part of any verification run. In conclusion the suspect results were not reported outside of the lab as they were negative. It was confirmed there was no patient management impact due to this observation. This incident is being reported to FDA because the incident occurred in the (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 513861 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513861 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513861 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513861. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513861 identified eight (8) additional tickets related to the reported complaint. All 8 tickets were investigated and unconfirmed. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513861 was not identified.